Event description:
(B)(4) is the initial importer/ distributor of the device. Shower chair broke in the shower while in use. End-user sought medical attention. We made multiple attempts to contact end-user with no success.